Manufacturer narrative:
Investigation: bd received a total of 13 samples for investigation: 2 samples in previously opened blister packages. 11 samples in sealed blister packages. Below is the summary of investigation that was performed: visual inspection was conducted on all samples. The two (2) samples in previously opened packages exhibited bent or broken lockout tabs. As a result of the bent/broken lockout tabs, the needles were not properly secured within the barrels after retraction. No visual damage was detected on the 11 unopened samples. Retraction and lockout testing was conducted on the unopened samples and all samples met the required specifications. Additionally, bd received one (1) photo. The indicated failure mode of inadequate retraction could not be observed from the photo. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue. This was discovered after use. The following information was provided by the initial reporter: material no. 367344 batch no. 9086535. It was reported that after the needle has been retracted, it seems like the locking mechanism doesn't engage properly and the needle can slide forward. Part of the needle point can actually stick out of the front of the wing set hub. (This was the re-created with 2nd needle). After a nurse got an accidental needle stick/blood exposure with a push button wing set needle, was able to re-create the same scenario with this 2nd needle (367344). After one of the nurses at this hospital suffered an accidental stick with our product 367342, push button wing set 23g. Took some of the 21g 367344 off the shelf in the same unit and tried to re-create the re-engagement scenario that had happened when the nurse stuck himself. She was able to re-create the following scenario. After the needle has been retracted, it seems like the locking mechanism doesn't engage properly and the needle can slide forward and part of the needle point can actually stick out of the front of the wing set hub. This is what caused the accidental needle stick.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue. This was discovered after use. The following information was provided by the initial reporter: material no. 367344, batch no. 9086535. It was reported that after the needle has been retracted, it seems like the locking mechanism doesn't engage properly and the needle can slide forward. Part of the needle point can actually stick out of the front of the wing set hub. (This was the re-created with 2nd needle) after a nurse got an accidental needle stick/blood exposure with a push button wing set needle, was able to re-create the same scenario with this 2nd needle (367344). After one of the nurses at this hospital suffered an accidental stick with our product 367342, push button wing set 23g. Took some of the 21g 367344 off the shelf in the same unit and tried to re-create the re-engagement scenario that had happened when the nurse stuck himself. She was able to re-create the following scenario. After the needle has been retracted, it seems like the locking mechanism doesn't engage properly and the needle can slide forward and part of the needle point can actually stick out of the front of the wing set hub. This is what caused the accidental needle stick.